Event description:
It was reported during a laparoscopic cholecystectomy while using an er220 clips shot out of the device. When closed, adipose tissue was cut. No vessel was cut. A new er220 was used to complete the case. There was no consequence to the pt.